Manufacturer narrative:
Batch review performed on 27 july 2024 lot 2241407:(B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability due to laxity. At about 1 month form the primary the surgeon revised the 14mm poly with a 20mm poly and the surgery was completed successfully.